Manufacturer narrative:
The device involved in the event will not be returned as it was consumed in the event. (B)(4).

Event description:
The patient underwent onyx embolization treatment on an unspecified date. During the onyx injection, it was reported the onyx was leaking due to a break in the microcatheter. No further information was available. Same event as MDR# 2029214-2014-00530.